Manufacturer narrative:
(B)(6).

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator. It was reported post-MRI, a short was detected. The patient was on bipolar settings and on during the MRI. The short had not occurred on the electrodes that were programmed. It was indicated, prior to the MRI, the impedances reported no problems detected. No complications were reported/anticipated.

Manufacturer narrative:
It is noted the date of event is an estimate.

Event description:
Additional information received reported the representative had been present at the MRI and it was the representative who had detected the event. It was reported that the short was detected straight away, directly following an MRI. No symptoms were reported and there were no impacts to the patient. The therapy was still effective. It was noted the short was unable to be resolved. It was indicated all testing was done by the representative and the physician was notified.